Event description:
Reportedly, the patient received inappropriate atp the (B)(6) 2022, during atrial tachycardia (svt). The patient was implanted of the ICD, the (B)(6) 2022.

Manufacturer narrative:
Review of the episodes recorded in the device memory showed that 4 treated arrhythmia episodes were stored on (B)(6) 2022. On 2 of these episodes, before delivery of atp, cycle lengths of 507ms ((B)(6) 2022 15:03) and 476ms ((B)(6) 2022 15:05) were observed. Their length was not sufficient for the ¿af discrimination related ¿long cycle gap¿ detection¿ (¿stability+/acceleration¿) discrimination algorithm to be correctly classified as a ¿long cycle¿ (given the ¿long cycle gap¿ parameter was programmed to 170ms). Therefore, the algorithm, misclassified what was most probably a fast conducted (and relative stable) af as being ¿vt¿. Therefore, upon reaching the programmed ¿vt persistence¿ (inappropriate) therapy / atp was delivered. Based on the available information, the algorithm / ICD functioned according to specifications.